Event description:
It was reported that the physician used one assurant cobalt bare metal stent system to treat a lesion located in the left proximal iliac artery. The lesion was described as calcified with moderate tortuosity and exhibited 90% stenosis. The lesion was predilated. No damage to the device packaging. The device was prepped prior to use with no issues noted. The stent was deployed without issue, however the device was used approximately 35 days past its expiry date. The physician completed the procedure with no issues. No patient injury was reported. No intervention required. Product is sold on consignment, account have a signed consignment agreement. The pv inventory team is requiring a current q2 ubd cycle count for pv accounts to be scanned by sales reps. The hospital periodically checks all dates as well. Person responsible is a new multi-line rep and inventory is not required to be scanned until mid october. The inventory had not been fully checked yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.